Manufacturer narrative:
On 04jan2026 an authorized service provider (asp) evaluated the device at a repair center. The asp stated that the alleged backup alarm failed alarm occurred at the repair center, and they also confirmed a previous occurrence of the alarm in the device's event log. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the issue. Following the part replacement, the asp completed a cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. No patient information from the event was disclosed by the customer. No patient or user harm reported. The customer stated that during the occurrence of the backup alarm failed alarm, the device otherwise continued to operate. This investigation is ongoing.